Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump ¿allowed¿ free flow of potassium(40meq) during therapy. The pump was programmed to deliver 25 ml/hr.; however, the medication infused over 15 minutes via ¿ivpb¿. It was reported the patient "coded" and was taken to the intensive care unit. The patient was reported to be doing "better" by the following day. No additional information is available.